Event description:
Customer called on (B)(6) 2012 to report that a clear / yellow fluid of approximately 5 milliliters was leaking from the diluter of the coulter lh750 hematology analyzer, which then spilled onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the following day, (B)(6) 2012, the field service engineer (fse) inspected the instrument and found a small leak in the wash tray of the blood sampling valve (bsv). The fse then replaced / adjusted the probe wipe assembly to address the leak issue. After the service was performed, customer noticed a recur of the leak and requested that the fse return on site. On the same day, (B)(6) 2012, the fse returned on site to inspect the instrument for the second leak and confirmed that clear liquid had accumulated beneath the aperture bath box and around the hgb (hemoglobin) cuvette. The fse re-tubed the hgb cuvette, as well as pinch valve pv4 and pv12b on the waste manifold. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. Please note that this medical device report is based on the second leak that occurred on (B)(6) 2012. An additional medical device report was also filed based on the initial leak that occurred on (B)(6) 2012. The initial leak is attributed to the probe wipe assembly, and the second leak is attributed to tubing on the hgb cuvette, and pinch valves pv4 and pv12b on the waste manifold.

Manufacturer narrative:
Please note that an additional medical device report was filed to document the initial leak that occurred on (B)(6) 2012 as MDR #1061932-2012-01162. (B)(4).